Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. While attempting to place a second mitraclip, the clip was steered down in the sub valvular space. This caused the implanted clip to have a single leaflet detachment (slda) and the clip was no longer attached to the posterior leaflet. The secondary clip was implanted. The final mr was grade 1-2. There was no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) appears to be related to both challenging patient anatomy (suboptimal transseptal-limited height in the la) and procedural conditions (trouble visualizing and grasping the posterior leaflet). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a